Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that during a ebus (endo bronchial ultra sound) procedure when introducing the aspiration needle deterioration was observed after the first puncture. The needle was then replaced and reportedly the same issue was encountered. The needle was then replaced a second time, and the procedure was completed with no report of patient harm or injury. Related patient identifier: (B)(6) was created to capture the second defective unit.